Event description:
This event occurred during (B)(6) 2011, a prospective multi-centre post marketing surveillance of summit tapered hip/pinnacle acetabular cup. The patient was revised on (B)(6) 2010 because a mass ( pseudo tumour) was found around the hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.